Event description:
The new connector on the sheath is stiff and it is diffcult to place the large blue dilator through it. The color of the one-way valve makes it difficult to see the arrow when placing the syringe onto the balloon. The white one-way valve was much better. (Event complications: unknown -reported 05/30/97.) (Pt's current status: unk - rpt'd 05/30/97.)